Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the dvi cable was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system displayed that no input was present on both monitors. The reported issue occurred after pulling exams onto the navigation system through electronic picture archiving and communication systems (pacs). Restarting the navigation system did not resolve the reported issue. The representative found a deficiency in the dvi cable and when straightening the cable, the functionality returned to the monitors. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect dvi cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.